Manufacturer narrative:
Date of event: onset date is unknown. The provided event date of november 26, 2019 was chosen as a best estimate based on the date of surgical intervention due to symptoms. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Surgical intervention surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a tvt + dilatation and curettage + I&d (incision and drainage) of left bartholin's cyst procedure performed on january 20, 2012 due to stress urinary incontinence, menometrorrhagia, endometrial polyps, bartholin cyst on the left and cystourethrocele. On (B)(6) 2019, the patient was diagnosed with infected mid-urethral sling with exposure and being a current smoker and had to undergo procedure of pelvic exam under anesthesia, excision of vaginal mesh/removal of mid-urethral sling, urethral reconstruction and cystoscopy. Per description of the procedure, it was reported that upon pressure in the sub-urethral area, mucopurulence was noted coming from a defect underneath the urethra. The sub-urethral area directly in the midline was completely exposed and a lone star retractor system was utilized. Examined the area further and it appeared that the mesh was completely involved and infected. Urethral reconstruction was necessary due to extremely thin amount of tissue between the urethra and the sling. The patient tolerated the procedure well and was taken to the post-anesthesia care unit in stable condition.